Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 365-372mg/dl. Correction boluses were delivered and manual injections were administered to address the bg level. Two separate system checks were performed and drops were observed exiting the infusion set tubing each time. The customer declined to remove their infusion set site to inspect for any cannula damage. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.